Event description:
Customer reported that he had high blood glucose of 234 mg/dl due to his insulin pump did not delivered the insulin. Customer stated that his insulin pump did not give any alarms and it is dead. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.